Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call questions on insulin pump and sensor. The customer's blood glucose was 400 mg/dl at the time of incident and her high alert is set to 250 mg/dl. Trouble shooting was performed found unable to come out of auto mode and enter auto basal. Assisted increasing the volume on alert on high. Reviewed wizard functions and insulin pump not allowing calibration when blood glucose is high. Customer to call back to get assistance on uploading carelink. The insulin pump will not be returned for analysis.